Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide"avoid exposure of your t:slim pump to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin solutions can freeze at low temperatures or degrade at high temperatures. Do not steam, sterilize, or autoclave your t:slim pump at any time." Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 549mg/dl. Reportedly, the customer's insulin was exposed to extreme temperatures. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.